Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to establish communication between his ipg and external devices. Replacement external devices were unsuccessful at resolving the issue. The pt reported he last charged about 3-4 months ago, and he lost stimulation approx 1 month ago. F/u indicated surgical intervention will be undertaken to resolve the issue.